Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Possible causes for screw loosening include poor bone quality that prevented good fixation of the screw, or lack of fusion between the vertebral elements that caused an increase amount of stress on the construct over time; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done due to the screws at l4 loosening post-operatively.